Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed an 0x18 alarm occurred, indicating the pod's reservoir was empty. No timeouts or drive stalls were observed that would indicate an issue with insulin delivery. Inspection of the patient history buffer (phb) data found no issues with insulin delivery. During fluid path testing, fluid was not able to travel the complete fluid path due to a tear in the exposed soft cannula. This tear resulted in a leak. The tear was confirmed to have caused fluid to leak from the exposed soft cannula, preventing insulin to deliver as expected. No other damages or deficiencies were observed that would have contributed to the reported event.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the needle mechanism assembly deployed. The pod data showed an 0x18 alarm occurred, indicating the pod's reservoir was empty. No timeouts or drive stalls were observed that would indicate an issue with insulin delivery. Inspection of the patient history buffer (phb) data found no issues with insulin delivery. During fluid path testing, fluid was not able to travel the complete fluid path due to a tear in the exposed soft cannula. This tear resulted in a leak. The exact timing and cause of the soft cannula damage could not be determined. It cannot be confirmed that the soft cannula damage is related to the reported not sure delivering insulin event. Therefore, the cause of the reported not sure delivering insulin event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels reached 1,200 mg/dl while wearing the pod between 36 and 48 hours. The patient was found unconscious in their bed. The patient was brought to the hospital by ambulance. Once at the hospital the patient was treated with intravenous fluids. The patient remained in a coma for 2 days. The patient was in the hospital for 2 days.